Manufacturer narrative:
Insulin pump received with loose/protruded drive support disk. Minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported that the drive support cap on the insulin pump is protruded. The customer stated that the device had been dropped. He said that he has removed the reservoir out of the device. The blood glucose at the beginning of the phone call was 145 mg/dl but increased to 270 mg/dl because the customer had eaten a high carbohydrate meal. The customer was advised to disconnect from the insulin pump and to treat the high blood glucose with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.